Event description:
Ems personnel were monitoring a pt during transport. Reportedly the battery indicated full charge and after approximately 1 minute of use the device displayed a low battery message and shut off. It was reported that a spare battery was installed in well #1 and the device shut off after about 1 minute of operation. A back up device was used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.